Event description:
It was reported that the patient had incision site soreness for two weeks. The incision site was red and warm to touch, temp 101 degrees for one week. A superficial incision site infection was reported by site. Oral antibiotic was prescribed. The cultures came back negative. The infection was reported to be resolved. It was also reported that the patient had hiccups when bending over and/or lying on their left side. Phrenic nerve stimulation was reported by site. The lead was reprogrammed and the phrenic nerve stimulation was resolved. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.